Event description:
It was reported to boston scientific corporation that a cre wireguided catheter balloon was used during an esophageal dilation procedure performed on (B)(6) 2015. According to the complainant, after the dilatation was completed, the black exit marker of the catheter ripped and fell off from the device into the patient's esophagus. The exit marker was retrieved successfully with the use of forceps and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of exit marker detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.